Event description:
During laryngeal airway surgery, an airway fire occurred.

Manufacturer narrative:
The tracheal tube used to provide ventilation, was not laser safe. As a result, during the procedure the tracheal tube was ignited and caused an airway fire. The physician was aware of the need for laser safe equipment and the requirement is clearly defined in the users' documentation.